Event description:
Report received from the end user states that they are experiencing a circumferential red like rash under the white tape collar of her skin barrier. The end user went to the wound clinic 4 times (B)(6) of 2011 for the red rash like area that developed under the white tape collar of her skin barrier. The wound clinic suspected the rash was fungal in nature so they recommended topical and oral medications for 10 days. The red rash like area had not improved so the end user saw a dermatologist who suspects she is having an allergic reaction to the white tape collar. The dermatologist recommended using a skin barrier without the tape collar to the affected area, cutting the white tape collar off and a different product without the tape collar. The patient's subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.